Event description:
It was reported that during left ventricular lead initial implant procedure, the coronary sinus was dissected and the patient experienced small pericardial effusion. The patient was hemodynamically stable and the lead was not implanted.